Manufacturer narrative:
(B)(4): results: a needle with a fracture at the needle point was submitted for this eval. A microscopic inspection was performed and several heavy marks of instrument were found at the attachment area, at the needle point area, direct at the breaking point and at the retrieved needle tip which indicates that the needle was handled there. Only a few marks of the needle holder were found within the middle range of the needle. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a spinectomy procedure on (B)(6) 2010 and suture was used. The needle tip was broken when the surgeon started suturing. All needle pieces were removed during the same procedure. There were no adverse pt consequences.